Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was not captured as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that she received normal blood glucose readings on her contour next meter. However, the customer was hospitalized for hyperglycemia. No specific readings were provided. The customer's blood glucose levels were normalized in the hospital. No further event details were provided. The customer discarded the meter. Therefore, the device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the device for evaluation. Since the lot # of the test strips involved in the event occurrence was not provided, in-house testing was not performed. A device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.